Manufacturer narrative:
The insulin pump was received with scratched on the display window. No cracks noted.

Event description:
Customer's mother called to report that the customer was hospitalized a year ago due to site infection. Nothing further was reported.